Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 486 mg/dl at the time of the incident. The customer¿s other blood glucose was over 600 mg/dl. The customer stated that they were calling for the second time; they were having high blood glucose. The customer stated that they realized that they messed up the last insertion because they forgot to take off the needle cap and was going to put in another set. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.